Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Troubleshooting was performed with the customer and determined that the devices were working as intended. Troubleshooting identified the nature of the alleged issue and reviewed that the therapy was functioning appropriately given the patient¿s clinical picture. The alleged issue was not related to a device malfunction, rather the patient¿s clinical status. Customer calls asking for support of an unknown occurrence of the pump ¿pausing¿. She states she is not sure what the reason the pause occurred, but the night rn told her it happened overnight as well. We printed alarm logs and verified ¿gas loss¿ alarms had occurred once on (B)(6) shift today and overnight. Esp member guided her in proper troubleshooting techniques according to our IFU. The pump is operating as expected and customer is informed of proper steps to troubleshoot and restart therapy per the IFU. She is very appreciative of the information shared and has my direct number to call again if necessary.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the intra-aortic balloon therapy, the pump paused and alarmed for gas loss. No patient harm or injury was reported.